Event description:
Same case as MFR#: 2134265-2012-05667. It was reported that during an atherectomy and stenting procedure, a balloon rupture occurred. Vascular access was obtained via the popliteal artery using ultrasound. The target lesion was located in the severely calcified and non-tortuous superficial femoral artery. The first balloon used was a 4.0 x 40 x 135 sterling otw balloon which was inflated 10 times. The second balloon used was this 6.0 x 80 x 75 mustang otw balloon which was inflated 2 times (1st inflation: 8atm/11 seconds; 2nd inflation: 8atm/11 seconds) and then ruptured. The third balloon used was another manufacturers 6.0 x 10 balloon which was inflated 1 time then ruptured. The fourth balloon was a 6.0 x 100/135 sterling otw balloon which was inflated 3 times (1st inflation: 2atm/14 seconds; 2nd inflation: 16atm/26 seconds; 3rd inflation: 16atm/15 seconds) and then ruptured following the 3rd inflation. The devices were removed from the patient intact. The procedure was completed with the stent deploying successfully with no additional balloons required. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).